Event description:
It was reported that during testing conducted at the user facility the core universal driver continued to run after the trigger was released. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the potted trigger assembly was found to be corroded. The device was repaired and returned to the user facility.